Manufacturer narrative:
The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged dilator is confirmed and was determined to be use related. One 4.5 introducer/dilator assembly, one additional dilator, and one straight tip 35 cm guidewire and hoop were returned for evaluation. An initial visual observation showed the guidewire was threaded into the additional dilator. Use residue was observed on the guidewire. The distal tip of the dilator on the guidewire was observed to be bent, and bend was observed in the guidewire that appears to correspond with the bend in the dilator that was returned on it. The dilator was able to be removed from the guidewire with ease. A microscopic observation revealed the tip of the dilator that was returned on the guidewire was damaged. No damage was observed on the dilator that came assembled with the introducer, other than a slight bend near the distal tip. The shape and location of the damage observed on the tip of the dilator that was returned on the guidewire suggest the damage was caused by excessive force during insertion of the dilator, steep angle of insertion of the dilator, rapid removal of the guidewire, and/or removal of the guidewire at a steep angle. A lot history review (lhr) of reat2099 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the cannula sheath could not be pushed ahead after the guidewire had entered into the vessel during puncture with mst for its material was too soft, and thus could not be used. On (B)(6) 2017-sample evaluation found the dilator tip to be damaged.